Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During primary the head seamed to "lock" after implantation and range of motion at periphery of cup. This caused a surgery extension of 30 minutes.